Event description:
It was reported that customer experienced high blood glucose level of 26 mmol/l. High blood glucose level was treated with manual injection. It was unknown that auto mode feature was active at the time of event. Customer stated  that the insulin pump had a critical pump error alarm. No further patient complication were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.